Event description:
It was reported that during pivot movement, the positioner traveled to its limit and was stopped by mechanical limit switches. In this position, easy access to the pt by the operator was prevented; especially if treatment or pt removal is needed in an emergency situations. No injury was reported.